Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box indicated no related alarms or issues. A battery compartment crack was discovered during investigation. The returned battery cap threads were found to be damaged. A power loss was observed during investigation. A test battery cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test battery cap. There was no evidence of damage or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, it was reported that the pump had intermittent power. No additional information was provided and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.